Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "partial thickness skin flap necrosis resulting in at least epiderm sloughing. Effecting 1-10% area of the breast skin or 1-10% of nippler areolar complex."

Event description:
Healthcare professional reported "partial thickness skin flap necrosis resulting in at least epiderm sloughing. Effecting 1-10% area of the breast skin or 1-10% of nippler areolar complex". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of the initial medwatch. Aware date should have been listed as (B)(6) 2026. Additional, changed, and/or corrected data: e1, g2, h11

Event description:
Healthcare professional reported "partial thickness skin flap necrosis resulting in at least epiderm sloughing. Effecting 1-10% area of the breast skin or 1-10% of nippler areolar complex". This record is for the left side. Device remains implanted.